Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he was at the store and his blood glucose lowered to 46 mg/dl. By the time paramedics arrived an hour and half later blood glucose was 83 mg/dl. Customer stated the device was working alright and declined troubleshooting. Customer did state there was a crack above the lcd screen. Blood was unknown. Damage occurred during normal activity. Customer was advised to discontinue use of the device and revert to back up plan. Event occurred in (B)(6) 2015. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners.